Manufacturer narrative:
Six unopened devices from lot 3676379 were returned for evaluation. No used samples were returned. Upon visual inspection, no defects were noted. All underwent functional testing, and no leakage was observed at the luer lock. The customer's reported complaint was not confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths medical loss of resistance syringe was defective. It was reported that there was a leakage at the luer lock and the product was not getting the resistance required. Another syringe was then used.